Event description:
The customer returned the evis exera ii duodenovideoscope to olympus for an inspection. The customer did not report an allegation. During the inspection of the returned unit, foreign debris was found on the forceps elevator, which was attribute to insufficient cleaning. There were no reports of patient harm, delay or clinical impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Date of event: (B)(6) 2021. The device was returned to olympus for inspection. The light guide bundle had broken fibers, separated glue one the bending section cover, movement on the bending tube, a damaged guide pipe and debris on the forceps elevator. The device also failed the inspections relating to the angulation system (unable to achieve specified angle and orientation) and the foam check for the raiser system (debris). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that foreign material adhered to the elevator due to improper reprocessing. This foreign material was likely present because the user facility was not trained sufficiently on device handling and reprocessing steps in accordance with the subject device instructions for use (IFU). The root cause of how the foreign material remained on the device could not be determined. The following is included in the IFU and may help detect or prevent the event: ¿insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." "Thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor field performance for this device.